Manufacturer narrative:
Additional information: both blue and green sureform 60 reloads were utilized during the case. The firing sequence was completed successfully without any errors; however, bleeding was observed along the staple line which was on the fundus and antrum of the stomach. While the estimated blood loss is unknown, the patient did not require a blood transfusion. Hemostasis was achieved by oversewing the staple line, with no need for additional tissue removal. The cause of the incident remains unknown, as the stapler instrument was not fired over an existing staple line, and there were no obstructions (such as clips, staples, or other hard materials) between the instrument jaws. The procedure was completed and the only patient concern reported was additional postoperative pain. A review of a video provided by the customer reveals a transected staple line with minor bleeding observed from the cut line. During the video, the surgeon utilizes the vessel sealer extend (vse) instrument to throw the needle and oversew the staple line, which constitutes off-label use of the instrument. Additionally, it appears that surgical clips were placed over the staple line prior to the start of the recording. Note: refer to medwatch report (MDR) with MFR report #2955842-2025-46163 for MDR submission of the adverse event/malfunction related to oozing and bleeding observed along the staple line following the use of a sureform 60 stapler instrument with green sureform 60 reload.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mini bypass procedure, oozing and bleeding were observed along the staple line following the use of a sureform 60 stapler instrument with an unspecified stapler reload. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that a sureform 60 stapler instrument was installed on the system 7 times and fired 7 stapler sureform 60 reloads (1 green, followed by 6 blue). On installs 1, and 3-7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with 2-3 pauses for compression. There were no stapler related errors in the logs.